Event description:
It was reported that during a routine device-change, noise was observed on the replacement device after dft testing. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of noise was confirmed in the stored egm of an induction. No noise was observed on the real time electrograms during bench testing with resistive loads, which included a simulated inductive episode. The device was tested in the ate system and no anomaly was detected and the device met all of the test specifications. The cause of the noise was not conclusively determined. The device tested normal.